Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an unknown pacemaker could not be interrogated. Attempts were made to obtain additional device and patient details; however, none were available. No actions or interventions were planned for this patient. No adverse patient effects were reported.